Manufacturer narrative:
Preliminary analysis of the returned unit confirmed that the lead tip was not positioned in the protection clip inside the sterile tray.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, lead tip disconnection was observed for the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, lead tip disconnection was observed for the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, lead tip disconnection was observed for the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.